Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a recent review of a three month old patient data indicates that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited low, out-of-range (oor), shocking lead impedance measurement of less than 20 ohms. The health care professional (hcp) believed that the event occurred at the time when the patient underwent an esophageal procedure. Boston scientific technical services (ts) discussed that this was likely due to electromagnetic interference (emi) for a single isolated 0 ohms impedance value. Further, shock impedance has been stable since then. Additional information was unable to be obtained. The patient will be monitored continuously. No adverse patient effects were reported. The system remains in service.